Event description:
Pin hole glasses called lax-optics from another country are a fraud and all endorsements are lies and not true. Rptr suggests that the FDA should apprehend all persons involved in fraud and endangering lives. Pin hole glasses are being sold in the USA.